Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.